Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: identification of evaluation codes 11, 3331, 4114, 3259, 4315. Patient code: 2348 - injury. Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4315 - cause not established. The affected sample was not returned, so a thorough investigation was not able to be conducted. A retention sample from the same product code and lot number combination was obtained and visually inspected with no visual defects noted specifically with the v-cutter tip. During the manufacturing process, all vsp550ex are thoroughly inspected and tested for functionality & performance along with the v-cutter mechanism, prior to packaging. The root cause could not be determined as the affected sample was not returned. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information received that the event occurred during vein harvesting. From the report received, the vessel harvesting system broke during the procedure. The white piece came out form the tip of the device inside the patients right. The tip was able to be retrieved completely.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the vitruosaph was broken. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.